Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to low battery while the customer was sleeping which caused the customer's blood glucose (bg) to rise above 500 mg/dl with trace ketones. The specific bg value was not provided. The customer administered a manual injection to address the high bg. Review of pump history confirmed that a low power alert and shutdown alarm were declared prior to the shutdown. Reportedly, the customer charged the pump and resumed insulin delivery.